Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet occasionally failed to respond when the user attempted to wake the device, with a brief unresponsive period before normal function resumed; the issue involved a sleep/wake button and the device was worn against the body, which could expose it to heat. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with a key or button not working, with the affected component identified as the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.